Event description:
It was reported that a replacement ilet device continued to exhibit wake issues, with the screen or power failing to wake reliably on a frequent, daily basis, and the device is planned for return. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health requiring medical care or hospitalization. Investigation included customer interview and troubleshooting completed by support, leading to a decision to replace the device. Investigation of this case revealed a suspected device malfunction related to the sleep/wake functionality consistent with a hardware performance issue. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction pending physical evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.